Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead measuring 47.5 cm. An internal insulation abrasion and explant damage breaching the re cables lumen was noted 7.5 to 11.5 cm from the distal tip. Both the re cables' etfe coatings were damaged and the inner coil was exposed in this abrasion region consistent with procedural damage. An internal insulation abrasion breaching the rv cables lumen was noted 14.0 to 14.6 cm from the distal tip. One rv cable etfe coating was abraded in this region. The inner coil was not exposed.

Event description:
This report is to advise of an event observed during analysis.